Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was experiencing nausea, vomiting, fever, and chills. Customer also had pains in his shoulders and arms. The customer was admitted to the hospital. The customer was treated with insulin drip. After the troubleshooting was done, the customer was advised to change entire set, reservoir, and insulin and treat. Customer was advised that the insulin pump is working as designed.